Event description:
It was reported that the patient experienced pain located at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-operatively.